Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to toggle and load. Also, when the scrub tech was attempting to unload the instrument, the black load fell off the handle of the instrument. There was no patient injury.